Event description:
It was reported patient underwent and initial hip arthroplasty on an unknown date in 1990. Subsequently, patient was revised on (B)(6) 2015 due to instability. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.